Event description:
This is a case report received through baxter's after hours call service. The home choice (hc) machine alarmed a system error (se) 2240 during dwell 6/6. The home patient (hp) was connected to the hc. The technical service representative (tsr) had the hp close all of the clamps and the transfer set and cycle power off/on. The tsr explained the alarm and the care giver (cg) stated there were no leaks. The hp did not disconnect and the spare line clamps were closed. There were no wet lines or leaks. The tsr explained to discard all supplies and to report alarm to the peritoneal dialysis (pd) nurse the next morning. The hp will finish that night's therapy manually. There was patient involvement but no clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.